Event description:
This lead was implanted on (B)(6) 2003 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead had been known to exhibit high pacing threshold. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).